Event description:
As reported by the field clinical specialist (fcs), post procedure of a 29mm sapien 3 valve implanted in the mitral position, the valve had canted (even though held by sutures) and moderate to severe paravalvular leak (pvl) was observed. Plugs were placed to manage the leak.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - impact code) and h10 (provide narrative/data). Per the initial report, plugs were placed to manage the paravalvular leak (pvl) observed. However, additional information was received clarifying that the procedure to implant the plugs had been aborted. It was aborted due to observation of the canted valve. The plan is to bring the patient back for an intervention to treat the pvl without disrupting the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records received. The following sections of this report have been corrected/updated: b2 (outcomes attributed to adverse event), b7 (other relevant history, including preexisting medical conditions), h1 (type of reportable event) and h6 (health effect - impact code, health effect - clinical code). Additional information received via medical records revealed the patient had a coronary artery bypass grafting (CABG) of the left anterior descending artery (lad) performed before proceeding with the procedure to implant the sapien valve in the mitral position. There was severe mitral annular calcification and frail connective tissue. It was noted that it would be difficult to place the valve replacement stitches. A felt ring was placed around the anterior leaflet where there was less calcium and a 29mm sapien 3 valve with an additional 3cc sizing was deployed in the mitral position. There was no leak observed and the left atrium was closed. On the intra-operative transesophageal echocardiogram (tee), two large paravalvular leaks (pvl) were observed. It was likely that the mitral valve was oblong shaped and the circular mitral prosthetic did not fit in the oval shape. The heart was then rearrested and the left atrium was opened again to have the mitral valve examined. A decision was made to re-deploy with an extra 5ml of volume in the balloon. Additional felt was placed around the posterior annulus and it was secured to the 29mm sapien 3 valve to shore up any leaks. The left atrium was then closed, and the patient resumed a stable paced rhythm. Another echocardiogram performed revealed there was good ventricular function, but there was still significant mitral valve regurgitation. It was believed that the pvl might be amenable to percutaneous plugging. Therefore, a decision was made to insert an iabp and end the procedure. The patient was transferred to the intensive care unit (ICU) in stable condition. The following day, the valve was noted to be stable but in a canted position. Given angulation of the device, there was severe lateral pvl and mild transvalvular regurgitation of the mitral valve bioprosthesis. The next day, a decision was made to deploy 2 non-edwards plugs at the site of the pvl, but there was still significant pvl. An attempt was then made to deploy a second valve within the 29mm sapien 3 valve to resolve the pvl, but due to difficulties in crossing the valve, the attempt was aborted. The patient tolerated the procedure well and was transferred back to the ICU in stable condition. Approximately 3 days post procedure, the patient was noted to be in cardiogenic shock with the inability to wean from inotropic support, iabp, and mechanical ventilation. The patient was started on continuous veno-venous hemofiltration (cvvh) due to acute on chronic kidney disease. The patient also experienced sustained polymorphic ventricular tachycardia/ventricular fibrillation requiring shock. Increasing leukocytosis with lactic acidosis was noted. Hepatic congestion was also suspected. Due to the persistence of cardiogenic shock and likely sepsis, a decision was made to transition the patient to comfort care. The patient passed away approximately 7 days post implantation of the 29mm sapien 3 valve in the mitral position. The investigation is ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, it notes that the edwards sapien 3 transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring who are judged to be at high or greater risk for open surgical therapy. In addition, device migration and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve migration and paravalvular leak (pvl) were unable to be confirmed as no relevant imagery were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that this was an off-label operation as the transcatheter heart valve (thv) was modified with a sutured felt ring and implanted in the native mitral annulus. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. As reported, "a 29mm sapien 3 valve implanted and sutured in place in the mitral position in the mitral annulus calcification (mac) during an open chest approach, presented with moderate to severe paravalvular leak (pvl) post procedure. Although the valve was sutured in place, it had canted" and "additional information was received indicating that the procedure to implant the plugs had been aborted. It was aborted due to observation of the canted valve. The plan is to bring the patient back for an intervention to treat the pvl without disrupting the valve. It was also clarified that the sapien 3 valve had been implanted with a felt ring and the valve was sutured." In this case, the thv was modified with a sutured felt ring and deployed in the native mitral valve. The circular shape valve was likely not secured to the non-circular d-shape landing zone (native mitral annulus) resulting in the valve migration or canted as reported. In addition, it was an off-label operation to deploy within the native mitral annulus. In this case, available information suggests that procedural factors (off-label operation) may have contributed to the event. As the valve was canted (migrated), inadequate seal between the valve and the native mitral annulus was likely form, leading to paravalvular leak as reported. Additionally, the circular shape valve was deployed at a non-circular d-shape landing zone (native mitral annulus) which can result in inadequate sealing. In this case, available information suggests that procedural factors (off-label operation and thv migration) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, it notes that the edwards sapien 3 transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring who are judged to be at high or greater risk for open surgical therapy. In addition, device migration and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve migration, paravalvular leak (pvl), and central regurgitation were confirmed based on medical records provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. It should be noted that this was an off-label procedure as the transcatheter heart valve (thv) was modified with a sutured felt ring and implanted in the native mitral annulus. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. As reported, "a 29mm sapien 3 valve implanted and sutured in place in the mitral position in the mitral annulus calcification (mac) during an open chest approach, presented with moderate to severe paravalvular leak (pvl) post procedure. Although the valve was sutured in place, it had canted" and "additional information was received indicating that the procedure to implant the plugs had been aborted. It was aborted due to observation of the canted valve. The plan is to bring the patient back for an intervention to treat the pvl without disrupting the valve. It was also clarified that the sapien 3 valve had been implanted with a felt ring and the valve was sutured." Regarding the valve migration, the thv was modified with a sutured felt ring and deployed in the native mitral valve. The circular shape valve was likely not secured to the non-circular d-shape landing zone (native mitral annulus) resulting in the valve migration or canted as reported. In addition, this was an off-label procedure to deploy the valve within the native mitral annulus. In this case, available information suggests that procedural factors (off-label operation) may have contributed to the event. Regarding the pvl, as the valve was canted (migrated), inadequate seal between the valve and the native mitral annulus was likely form, leading to paravalvular leak as reported. Additionally, the circular shape valve was deployed at a non-circular d-shape landing zone (native mitral annulus) which can result in inadequate sealing. In this case, available information suggests that procedural factors (off-label operation and valve migration) may have contributed to the event. Regarding the central regurgitation, the valve was canted (migrated) and this can result in leaflet overhang, affecting blood flow leading to central regurgitation as reported. Additionally, the circular shape valve was deployed at a non-circular d-shape landing zone (native mitral annulus) which can result in inadequate sealing. In this case, available information suggests that procedural factors (off-label operation and valve migration) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.